Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k111860, k130470. H6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they have contamination in their instrument due to pipette tips getting stuck on the robot arm. A bd field service engineer (fse) was dispatched to the customer site where they performed gantry alignments, verification of instrument functionality, and complete cleaning of the interior of the instrument. Qualification of instrument was performed, and the instrument is confirmed to operate in accordance with bd specifications. This complaint is unconfirmed as it alludes to contamination and the failure to drop tips was unable to be reproduced by the fse. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that during use with the max¿ system, bd max¿ instrument, false positive results were obtained as a result of instrument contamination. False results were not reported out, and there was no patient impact. The following information was provided by the initial reporter, translated from french: customer reports that the tips are stuck on the robotic arm; because of this, robot hit side and there was contamination of instrument. Hazard, injury or erroneous results?: yes, false positives. There has been contamination of the machine. No results were sent to the doctor.